Manufacturer narrative:
During a service visit, the fse confirmed the issue and found that the collar wash was not evacuating all of the fluid during the wash cycle on reagent probe b. The fse replaced the collar wash valve to resolve the issue. The failure mode is a collar wash valve failure. This failure can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was leaking from reagent probe b. It should be noted that the leak was contained to the instrument and the operator wore gloves and a lab coat while operating the instrument. The customer verified tubing and the reagent syringe were tight. The customer did not wish to troubleshoot further and requested a service visit. The issue was referred to a beckman coulter field service engineer.